Event description:
Report rec'd from the u.s.a. Stating that the motor temperature went above specification to 123 degrees fahrenheit in 3 mins. It is unk if the device was being used during surgery. It is unk if there was injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).